Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed motor error during prime. Customer's blood glucose was 111 mg/dl. Troubleshooting was performed. The device was not dropped. The device also alarmed motor position encoder error after the alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in alarm history screen. The motor may have had an intermittent failure not detected during our testing; the motor was tested outside the device and passed. The insulin pump also passed displacement, rewind, and basic occlusion tests. The insulin pump has minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip and cracked battery tube threads.